Manufacturer narrative:
Complaint conclusion: as reported, the sealant protection of the sealant part on a 5f mynx control vascular closure device (vcd) was so wide that it could not be used for the procedure. There were no reports of patient injury. It was intended to be used for a trans-arterial chemoembolization (tace) treatment. Multiple attempts to obtain supplemental information were made; however, additional event details were not provided. One non-sterile 5f mynx control vascular closure device was returned for investigation. Visual inspection of the device showed that button 1 and button 2 were not depressed. The stopcock was found in the open position, with no syringe returned for this evaluation. The sealant was present in its manufactured position, partially exposed by the sealant sleeves. Regarding the sealant sleeves, a kinked/bent condition was observed. The catheter sheath introducer (csi) was not returned for this evaluation. The balloon was deflated, and the core wire was present, while the atraumatic tip did not exhibit any damage or abnormal condition. No additional anomalies were observed during this analysis. Per dimensional analysis, the catheter working length was verified and found to be within the defined parameter. The dimension was obtained using a calibrated ruler. However, a dimensional analysis to measure the slit length could not be executed due to the sealant sleeves being kinked/bent. Per functional analysis, a simulated deployment test was performed to evaluate the device¿s functionality. The unit operated as intended, deploying the sealant and retracting the balloon when button 1 and button 2 were depressed. Compatibility with a lab sample csi could not be verified due to the kinked/bent condition of the sealant sleeves, which impeded proper insertion. The reported event of ¿sealant sleeves (cartridge assembly)-damaged¿ was observed through analysis of the returned device as the sealant sleeve assembly had conditions observed as ¿sealant sleeves (cartridge assembly)-kinked/bent.¿ additionally, a condition was noted in the returned device of ¿mynx control system-deployment difficulty-premature¿ due to the exposed sealant from the kinked/bent sleeves. The exact cause of the observed conditions could not be conclusively determined during analysis. Based on the limited information available for review and product analysis, it is difficult to determine what factors may have contributed to the issue experienced. However, procedural/handling factors (such as using excessive force during insertion into the sheath and/or incorrect insertion angle) and/or the condition of the sheath (which was not returned for analysis) possibly contributed to the damaged condition of the sealant sleeves, and the subsequent premature exposure of the sealant. It should be noted that the mynx control device is manufactured with a slit at the end of the catheter cartridge tubing. The outer sleeve assembly is assembled with 2 side slit overlapping outer sleeves. The sealant is placed right under the outer sleeve assembly and is protected from exposing prematurely. The slits on the outer sleeve assembly are designed to decrease unsheathing force and increase deployment reliability. Refer to the diagram of the mynx control vcd within the instructions for use (IFU) displaying the sealant sleeve with slit. If the outer sleeve is damaged/bent during prepping phase and/or insertion into the sheath, it could cause the sealant to be exposed/swollen prematurely and/or obstruct the device path and prevent the device from being inserted into the procedural sheath. As warned in the IFU, which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ neither the product analysis, nor the information available for review suggest that the failures could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the sealant protection of the sealant part on a 5f mynx control vascular closure device (vcd) was so wide that it could not be used for the procedure. There were no reports of patient injury. It was intended to be used for a trans-arterial chemoembolization (tace) treatment. Multiple attempts to obtain supplemental information were made; however, additional event details were not provided. The device will be returned for evaluation. Addendum: per the pe findings, the sealant was present in the manufacturing position, partially exposed by the sealant sleeves. Regarding the sealant sleeves, a kinked/bent condition was observed.